Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed by a zoll representative onsite. However, the device was put through extensive testing including bench handling and power cycling without duplicating the report. The monitor board and dock connector were replace as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.